Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the clip movement requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Imaging was difficult due to excessive movement of the heart. The clip delivery system (cds) was advanced to the mitral valve. After the clip was deployed, it was observed that the clip had moved, but remained attached to both leaflets. Two additional clips were implanted on both sides of the first clip for stabilization. Three clips were implanted, reducing the mr to 2-3. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that patient morphology and/or procedural conditions resulted in the reported failure to adhere/bond (partial clip movement); however, this cannot be conclusively determined. The reported poor image resolution appears to be related to circumstances of the procedure due to excessive movement of the heart. There is no indication of a product quality issue with respect to manufacture, design or labeling.